Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was removed from service due to damage to the pace/sense connector, it appears to be a coil fracture. A new rate sense lead was implanted.